Manufacturer narrative:
Placement signal issue: the cause of the placement signal issue could not be determined as no product and insufficient logs were returned for evaluation.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that while the patient was seated in a chair, the impella 5.5 placement signal abruptly became unavailable at approximately 13:05 on (B)(6) 2026, triggering a ¿placement signal unreliable¿ alarm. The managing physician was present at the bedside, and point-of-care ultrasound (pocus) was performed, which showed no change in device position. There were no reported changes in impella flow or motor current values, and no changes in the patient¿s hemodynamic status were observed. The catheter and driveline were assessed and found to be intact, without kinking or bunching, and the three-point fixation was reported to be intact. Customer support center (csc) was contacted, and the csc team was updated on the event. The bedside nurse and physician were advised that, given stable motor current and flow parameters, there was no indication of imminent pump malfunction and that the event appeared unrelated to device positioning. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
D4. Primary UDI number corrected.